Manufacturer narrative:
There is no allegation against a da vinci product associated with this event, therefore; no product was returned for failure analysis investigation.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the patient experienced bleeding from the vaginal cuff closure and had to go back into surgery to address it. The patient was reportedly stable. The surgeon does not believe an intuitive surgical, inc. (Isi) product contributed to the event. Multiple attempts to obtain additional information have been made; however, no further details have been received.